Manufacturer narrative:
(B)(4). Date sent: 7/16/2025.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). B3: only event year known: 2015. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of long standing crohn¿s disease with associated inflammatory arthropathy requiring treatment with immunosuppression. Patient underwent a laparoscopic ileocecal small bowel resection to treat recurrent obstructions caused by a stricture at the point of a previous anastomosis. During the procedure, the surgeon used multiple stapler devices including an ethicon tx stapler. The surgeon noted, ¿the ileum and transverse and descending colon were transected with gia staplers... A side to side anastomosis was carried out using a gia and tx stapler¿ no difficulties are noted with any stapler firings. On post op day 2, patient had intra-abdominal hemorrhage and developed multiple intra-abdominal abscesses. Patient required transfusion with 3 units of packed red blood cells. Ten (10) days post-operatively, patient underwent a laparotomy with small bowel resection, creation of ileostomy, and drainage of multiple intra-abdominal collections as well as drainage of bilateral pleural effusions. The surgeon noted there appeared to be a small hole at the anastomotic staple line. With a localized area of bile staining suggesting a localized perforation. The colonic side of the anastomosis was stapled closed and the anastomosis taken down. The distal ileum was quite thick, and as a result of the inflammation was not amenable to a stomal formation. About 10 cm of distal small-bowel was therefore resected and submitted to pathology¿patient was discharged after 50 days in the hospital. 2 weeks later, the patient returned to the hospital and was treated for a small bowel obstruction. 2 months later, patient underwent an ileostomy and hartmann¿s reversal with adhesiolysis. It caused or contributed to a serious injury. It caused or contributed to the need for additional medical or surgical intervention. There were patient consequences noted - post op leak.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2025. See attachments.